Event description:
It was reported that the user experienced difficulty removing the cartridge from the ilet using the adaptor, characterized as an inability to disconnect the cartridge from the device connector. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy beyond transient difficulty and no alarms. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the issue was resolved through guidance to improve grip using a towel, after which the cartridge was removed without further issue. It was concluded that the device functioned as intended and the event was attributable to user handling, with no device malfunction identified.